Event description:
A customer reported that poor aspiration was experienced during the fragmentation portion of a cataract with iol (intraocular lens) implant procedure. The doctor was working on a hard lens and was unable to completely remove all of the lens fragments even after exchanging the handpiece; the surgeon indicated that an additional procedure will be necessary to remove the retained fragments. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported aspiration problem. The company representative discovered a loose screw that secures the reflux hammer cylinder (cy8), and applied lock tight and tightened both the cy8 and cy7 hammer cylinder in the cassette mechanism. The company representative also replaced the 30 psi regulator due to a hissing sound, and then aligned the illuminator bulb. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unk. (B)(4).